Event description:
Same case as MDR #2134265-2014-01706. It was reported that catheter entrapment on the guide wire occurred. The target lesion was located in the mildly calcified and moderately tortuous proximal left anterior descending artery and mid left anterior descending artery. An unspecified size taxus element paclitaxel-eluting coronary stent system was previously deployed in the target lesion. 50% to 70% in stent restenosis was noted. A non bsc guide wire was advanced to the lesion. A 20mm x 2.50mm nc quantum apex balloon catheter was selected to dilate the lesion. The device was inflated at more than 20 atms. Upon removing the device, it was noticed that the guide wire moved together with the balloon catheter. It was found out that the wire lumen of the device got stuck with the guide wire. The guide wire and the balloon were removed from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with non-bsc guidewire and stopcock. The stopcock was attached to the hub; as received. The non-bsc guidewire was received separately from the nc quantum apex and not stuck in the lumen of the device as reported. There was contrast in the inflation lumen and balloon and on the shaft. There was blood in the guidewire lumen. The balloon was loosely folded. There were multiple kinks throughout the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the catheter was measured at both ends with a calibrated pin gauge set which is within the nc quantum apex specifications. The guidewire used in the procedure was received with this device and used for functional testing. The returned guidewire was loaded into the distal tip and advancing through the lumen with no resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was used beyond the rated burst pressure (rbp). (B)(4).

Event description:
Same case as MDR #2134265-2014-01706. It was reported that catheter entrapment on the guide wire occurred. The target lesion was located in the mildly calcified and moderately tortuous proximal left anterior descending artery and mid left anterior descending artery. An unspecified size taxus element paclitaxel-eluting coronary stent system was previously deployed in the target lesion. 50% to 70% in stent restenosis was noted. A non bsc guide wire was advanced to the lesion. A 20mm x 2.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. The device was inflated at more than 20 atms. Upon removing the device, it was noticed that the guide wire moved together with the balloon catheter. It was found out that the wire lumen of the device got stuck with the guide wire. The guide wire and the balloon were removed from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).